Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that approximately 1.5 weeks after implant, this right ventricular (rv) lead delivered five inappropriate shocks. Upon follow-up, it was also discovered this rv lead exhibited a low pacing impedance measurement of less than 300 ohms, low amplitudes, and oversensing of atrial flutter. X-ray imaging confirmed this lead had dislodged. Subsequently, the patient underwent a revision procedure, and this rv lead was successfully repositioned. No additional adverse patient effects were reported.